Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced nighttime autoinflation approximately eight months after implant. During a follow up appointment with the physician, it was noted that the ipp was cycling appropriately. There were no complications reported.